Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. Review of the manufacturing record and the shipping inspection record of the product with the involved product code/lot number confirmed that there was not any anomaly in them. A search of the complaint file found no other similar report of the product with the involved product code/lot number from other facilities. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that a left heart catheterization was performed using the guidewire involved. The wire was used as a bumper wire in the aorta during a percutaneous coronary intervention (pci) for an ostial lesion. When the wire was removed (after successful pci), it was noted that some of the coating peeled off. No piece of the wire was left in the patient and the procedure was completed without issue. The patient was stable in condition, and the procedure was successful. There was no patient injury/medical or surgical intervention required. Additional information was received on (B)(6), 2023. A guide catheter (believed to be a 6 french jr), a primary wire in the coronary was asahi scion and an abbott balloon and des were used with the product involved. Additional information was received on (B)(6), 2023. There was no impact to the patient. Additional information was received on (B)(6), 2023. The blue teflon coating that goes over the proximal part of the wire came out intact; however, it was peeling off.

Manufacturer narrative:
The actual sample upon receipt was 1 runthrough ns. No anomaly such as a fracture was found along the entire length. No anomaly such as jumbling of the coil was found in the platinum coil section. No anomaly such as jumbling of the coil was found in the stainless-steel coil section. The ptfe coat had been peeled at approximately 1220 millimeters (mm) from the distal end. In addition, scratches were found around the peeled section of ptfe coat. The normal section of ptfe coat was disassembled, and the adhesion state of ptfe coat was inspected. No anomaly such as a floating or gap was found. Functional testing confirmed that the outer diameter of the platinum coil section met the factory's specifications. No anomaly was found. The outer diameter of the stainless-steel coil section met the factory's specifications. No anomaly was found. The outer diameter of the shaft met the factory's specifications. No anomaly was found. The manufacturing record and the shipping inspection record of the product with the involved product code/lot number found no anomaly. The past complaint file of the product with the involved product code/lot number found no other similar report from other facilities was found. With factory-retained runthrough ns and metal inserter combined, abrasion force was applied while the shaft of runthrough ns was in contact with the metal inserter. It was found that the ptfe coat of runthrough ns was peeled. In addition, scratches were found around the ptfe coat. Based on the investigation result, it was likely that abrasion force was applied while some hard object (e.g. Metal inserter) was in contact with the involved section, and the ptfe coat was peeled. However, since the details of procedure were unknown, the cause of occurrence could not be clarified. Ashitaka factory has been making efforts in maintaining the quality of the product by performing following work and inspections. At the product assembling process, 100% visual inspection is performed to confirm that there is no anomaly such as peeling of the outer layer. At the time of shipping inspection, visual inspection is performed for each lot to confirm that there is no anomaly such as peeling of the outer layer. For future use, please keep in mind the following warnings described in the instructions for use (IFU): "do not manipulate and/or withdraw the runthrough ns through a metal entry needle, a metal dilator, or a metal guide wire inserter. Manipulation and/or withdrawal through a metal entry needle, a metal dilator, or a metal guide wire inserter may result in destruction and/or separation of the runthrough ns." "Do not use the runthrough ns with devices which contain metal parts such as atherectomy catheters. Such manipulations may cause the runthrough ns hydrophilic polymer coating to peel off, and damage and/or sever the wire."